Event description:
It was reported that a user¿s dexcom g7 failed to provide readings and the ilet pump remained on ¿start sensor¿ despite re-entering the sensor pairing code, resulting in dosing suspension for several hours until the sensor was replaced and a new warmup began. No reported symptoms and used declined to check blood glucose level with a glucometer. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.